Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash that was described as being "lumpy, peeling pimples and dead skin." The patient's physician suggested using "any cream that may act as a barrier." His physician prescribed an ointment but he reported that he didn't use the ointment. He did try the lotion as suggested by his physician. During a follow-up, it was reported that the itchy rash was getting worse and "negatively impacting his quality of life." Further follow-up attempts were unsuccessful.